Event description:
It was reported that the pt's device was "loose in there". She had surgery to fix the problem and was reported to "maybe" still having problems with her device system. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).